Manufacturer narrative:
Alung technologies, inc manufactures the hemolung ras and catheter. The incident occurred in shreveport, louisiana. Alung technologies, inc. Received a report of a patient experiencing anemia during eua hemolung therapy. Four units of blood was given to the patient. Hemolung therapy was not discontinued as a result of this event. The data log from therapy has been retrieved and reviewed by both clinical and software engineering staff. No abnormalities were noted within the co2 removal and blood flow graphs. Therapy was provided as intended. No CAPA was opened because of this event. Anemia is a known possible complication that can occur during extracorporeal therapy. The treating physician was able to fully realize their clinical goals and adequate benefit of therapy was realized. Examination of the controller data log shows that therapy was provided as intended. Alung technologies, inc. Will continue to monitor any issues as they are reported. This MDR is being filed in response to a retrospective view of all alung technologies, inc. Complaints, which identified that the reporting decision for this complaint was not correct. This MDR is being filed retrospectively to correct the error in the reporting decision.

Event description:
Alung technologies, inc. Received a report of a patient experiencing anemia during eua hemolung therapy. Four units of blood was given to the patient. Hemolung therapy was not discontinued as a result of this event.